Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer's father states his daughter feels well and no medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 276mg/dl and hi. Reviewed meter memory: 1: hi (B)(6) 2015 07:34:00 pm fasting:yes; 2: 82mg/dl (B)(6) 2015 02:29:00 pm fasting:yes; 3: 71mg/dl (B)(6) 2015 09:23:00 pm fasting:yes; 4: 138mg/dl (B)(6) 2015 12:23:00 pm fasting:yes; 5: 189mg/dl (B)(6) 2015 07:27:00 am fasting:yes. Customers concern: (B)(6) 2015 hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of hi results. Customer's father states his daughter feels well and no medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 276mg/dl and hi. Reviewed meter memory: (B)(6). No adverse event reported.